Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.

Event description:
At the end of a routine pcnl, a mac-loc nephrostomy drainage catheter was placed in the pt with a history of renal calculi. Approximately 1 year later the pt was re-admitted with a "staghorn" calculi and it was noticed that all or part of the amc-loc tether was present and was partially embedded in the parenchyma of the kidney. Partially retrieved with grasper. Additional info provided - the cook rep. Spoke with the physician. He is one of the radiologists who performs pcnl access and places the drainage catheters. He feels that the tether broke when the catheter was removed from the pt. Normally a quick check is performed to ensure all of the tether has come out with the catheter. He is pretty sure this didn't happen in this case, and a portion was left under the skin and through to the kidney. Pt will require a 3rd procedure (possible with holmium laser) to remove embedded portion of tether.